Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
With regards to the intervention noted as yes-other (pump migration), it was clarified that the pump was relocated surgically.

Event description:
It was confirmed that the serial number (B)(4) was for the pump implanted on (B)(6) 2015, not (B)(6) 2009. The underlying disease was spinal cord damage. The initial daily drug dose was gabalon intrathecal 0.05% at 50.0 ug/day in a simple continuous mode. The drug dose is reported as gabalon intrathecal 0.05% at 65 ug/day and continuing after the onset of the adverse event. There were no complications, past history, or concomitant therapies reported. The patient experienced abdominal discomfort in (B)(6) 2015; a scar in the surgical wound was observed with feeling of discomfort in the abdomen. The abdominal discomfort was mild thus the patient was monitored. An open abdominal surgery to relocate the pump was eventually performed . Intervention was reported as other (pump migration). The patient recovered on (B)(6) 2016. The event was unrelated to the drug. It was unknown as to whether it was related to the pump or procedure. The event was not related to the catheter or programmer. The catheter tip location was 10th thoracic vertebra. No diagnostic testing was performed. The drug in the pump was not changed. The physicians assessment indicated that surgical scars are experienced daily, the causal relationship to pump was unknown. There were no signs of overdose, withdrawal symptoms or resistance. The patient had recovered.

Manufacturer narrative:
The main component of the system and other applicable components are: concomitant medical products: product ID: 8711, lot# n188244006, implanted: (B)(6) 2009, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
This is an initial, serious case received from a physician by (B)(6) on (B)(6) 2016 and (B)(6) 2016 via a cioms report in regards to a (B)(6) male patient from (B)(6) who was being treated with gabalon 65 ug/day intrathecal therapy via an implanted pump. The cioms MFR. Control number is dsj-2016-11642. Therapy dates were indicated as from (B)(6) 2009 and ongoing. The pump's indication for use (IFU) was listed as spinal cord injury. On (B)(6) 2009, the intrathecal pump and catheter were implanted and intrathecal administration of gabalon 65 ug daily was started for spinal cord injury. On (B)(6) 2015, intrathecal pump replacement was performed. On (B)(6) 2015, scar tissue was observed in the surgery wound site, and the patient experienced abdominal discomfort. Since abdominal discomfort was light level, the patient was under monitoring. On (B)(6) 2016, the patient experienced a strange feeling of the abdomen (also reported as abdominal discomfort) on (B)(6) 2016 and the patient had an inpatient hospitalization. Treatment involved surgery for intrathecal pump relocation and this was performed on (B)(6) 2016. On (B)(6) 2016, a surgery for intrathecal pump rel ocation was performed with laparotomy; intrathecal pump relocation was performed. The scarred surgical incision from the previous intrathecal pump replacement on (B)(6) 2015 was resected, it was noted that the pump was transferred to another site. Scar cicatrized due to the previous pump replacement on (B)(6) 2015 was removed, and the patient outcome became "recovered" the physician's assessment noted that the patients has usually surgical scar tissue, and causality between the pump and the event was unknown. On the same date, the patient outcome indicated as recovered from the strange feeling of the abdomen. There were no concomitant medications. The reporter's assessment of causality and the company causality was noted as not related. No laboratory data was reported. No pump operability, rotor test or catheter x-ray study was performed. The translated information on the report indicated the gabalon dose was 25 ug/day starting on (B)(6) 2009 and continuing (discrepant to the cioms report), and the classification of severity was noted as 3 (severe). Pump operability test, rotor test and catheter x-ray study was not performed. Additional information was received from a company representative on may 1st 2016. It was confirmed that at the time of the event the medication was gabalon 25 mcg/day with therapy start date of (B)(6) 2009 and ongoing. Additional information was received from the healthcare provider (hcp). The pump was placed at the 10th thoracic vertebra. The initial daily drug dose was gabalon intrathecal 0.05% at 50.0 ug/day in a simple continuous mode. The drug dose is reported as gabalon intrathecal 0.05% at 65 ug/day and continuing after the onset of the adverse event. There were no complications, past history, or concomitant therapies reported. The patient had abdominal discomfort that was deemed serious with a severity level of 3 (scale of 1 to 7). The abdominal discomfort was mild, thus the patient was monitored using wait-and-see approach. On (B)(6) 2016, intervention took place, surgery to relocate the pump was performed (also reported as pump migration). This was done by open abdominal surgery. The physician's assessment reported that as surgical scars are experienced daily, the causal relationship to the procedure and pump was unknown. No diagnostic testing was performed. The drug in the pump was not changed. The adverse event was unrelated to the drug, catheter, or programmer. There were no signs of overdose, withdrawal symptoms or resistance. The patient had recovered. Additional information has been requested to clarify on the serial number as the serial number reported for the device was not current to the event. Serial number (B)(4) was implanted on (B)(6) 2009 and replaced on (B)(6) 2015. Additionally, it was reported that serial number (B)(4) was implanted on (B)(6) 2009